Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor device ruptured before use. The device was being filled with desferrioxamine when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4). Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported that the saw is running hot. This was discovered during a case. There was no patient injury and no adverse consequences. There was no delay, a backup was used to complete the procedure.